Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement vertek arm shipped to site (B)(4) 2017. This part was discarded by the site and will not be returned to manufacturer for analysis. No further issues have been reported. Part was discarded at site, will not be returned.

Event description:
A medtronic representative reported a site navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: unique device identification (UDI) and device manufacture date updated to proper value.